Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level. The customer's blood glucose level was 101 mg/dl at the time of incident. The customer stated that the insulin pump was not working due a high. Customer also stated that the high was not due to the insulin pump but since being in the hospital the insulin pump stopped working. The insulin pump will not be returned for analysis.